Event description:
Litigation alleges pain, discomfort and implant loosening.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A previous review of the device history records for the 1053890 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update 11/19/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported weakness, limping, flu-like symptoms, loss of balance, could not fully bear weight, and stairs were difficult. The components were removed on (B)(6) 2004 for infection with a temporary spacer placed. Infection hasn't been alleged per the litigation, so the stem and sleeve will be added to the complaint, but not reported. Part/lot updated for cup. The complaint was updated on: dec 8, 2015.